Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), haemorrhagic ovarian cyst ('left ovary with hemorrhagic corpus luteal cyst') and post procedural haemorrhage ('bleed for a few hours after essure insertion procedure') in a 44-year-old female patient who had essure (batch no. B34599) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tooth disorder, fatigue, major depression and anxiety. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain: abdomen"), arthralgia ("pain: hip") and flank pain ("pain: left side"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced migraine ("migraine/headaches") and fibromyalgia ("neurological conditions or problems - type: fibromyalgia"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia"), major depression ("mdd (major depressive disorder)"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced gastrooesophageal reflux disease ("gerd"). In (B)(6) 2017, the patient experienced hot flush ("hot flashes"). In (B)(6) 2018, the patient experienced urinary incontinence ("bladder or urinary problems or changes: leakage"). On 21-dec-2018, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant) and ovarian cyst ("right ovary with benign cortical inclusion cyst"), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), constipation ("constipation"), abdominal distension ("bloating") and cystitis ("bladder infection") and was found to have hormone level abnormal ("hormonal changes") and uterine leiomyoma ("endocervical mucosa with submucosal leiomyoma"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, abdominal distension and flank pain had resolved, the haemorrhagic ovarian cyst, post procedural haemorrhage, tooth disorder, fatigue, gastrooesophageal reflux disease, urinary incontinence, hormone level abnormal, hot flush, migraine, fibromyalgia, major depression, anxiety, depression, uterine leiomyoma, ovarian cyst, arthralgia and cystitis outcome was unknown and the constipation was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, constipation, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, flank pain, gastrooesophageal reflux disease, haemorrhagic ovarian cyst, hormone level abnormal, hot flush, major depression, menorrhagia, migraine, ovarian cyst, pelvic pain, post procedural haemorrhage, tooth disorder, urinary incontinence, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted date of insertion (B)(6) 2013 as per pfs she received treatment for the following events pelvic/abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, fibromyalgia, psych injury, bladder problem, bladder infection, gi condition, fatigue, hormonal changes, and migraine. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: uterus and ovaries appear normal. Left and right essures seen. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: depression, menorrhagia, pelvic pain, dyspareunia, hot flashes, dysmenorrhea and urinary leakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new event bladder infection was added. Treatment details added. Outcome of the events pain and bleeding added as recovered / resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and haemorrhagic ovarian cyst ('left ovary with hemorrhagic corpus luteal cyst') in a 44-year-old female patient who had essure (batch no. B34599) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tooth disorder, fatigue, major depression, anxiety and surgery (2017-). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain: abdomen"), arthralgia ("pain: hip pain") and flank pain ("pain: left side"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced migraine ("migraine/headaches") and fibromyalgia ("neurological conditions or problems - type: fibromyalgia"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ sever clotting "), dyspareunia ("dyspareunia"), major depression ("mdd (major depressive disorder)"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced gastrooesophageal reflux disease ("gerd"). In (B)(6) 2017, the patient experienced hot flush ("hot flashes"). In (B)(6) 2018, the patient experienced urinary incontinence ("bladder or urinary problems or changes: leakage/ leaking bladder"). On (B)(6) 2018, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant) and ovarian cyst ("right ovary with benign cortical inclusion cyst"), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced post procedural haemorrhage ("bleed for a few hours after essure insertion procedure"), constipation ("constipation"), abdominal distension ("bloating"), cystitis ("bladder infection"), intervertebral disc protrusion ("mine was bulging 4mm into spine "), neuralgia ("severe nerve pain in left leg"), tinnitus ("ringing in my ears"), vitamin d deficiency ("vitamin d deficiency"), dysuria ("I have pain while urinating"), bladder pain ("stabbing sensation when bladder is full"), renal impairment ("low kidney function") and pain in extremity ("foot pain"), was found to have hormone level abnormal ("hormonal changes"), uterine leiomyoma ("endocervical mucosa with submucosal leiomyoma") and weight increased ("I've gained 50 lbs ") and underwent hernia hiatus repair ("hiatal hernia surgery in 2017"). The patient was treated with duloxetine hydrochloride (cymbalta), topiramate (topamax) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, arthralgia, abdominal distension, flank pain, neuralgia and pain in extremity had resolved, the haemorrhagic ovarian cyst, post procedural haemorrhage, tooth disorder, fatigue, gastrooesophageal reflux disease, urinary incontinence, hormone level abnormal, hot flush, migraine, fibromyalgia, major depression, anxiety, depression, uterine leiomyoma, ovarian cyst, cystitis, intervertebral disc protrusion, tinnitus, vitamin d deficiency, weight increased, dysuria, bladder pain, renal impairment and hernia hiatus repair outcome was unknown and the constipation was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, bladder pain, constipation, cystitis, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, fibromyalgia, flank pain, gastrooesophageal reflux disease, haemorrhagic ovarian cyst, hernia hiatus repair, hormone level abnormal, hot flush, intervertebral disc protrusion, major depression, menorrhagia, migraine, neuralgia, ovarian cyst, pain in extremity, pelvic pain, post procedural haemorrhage, renal impairment, tinnitus, tooth disorder, urinary incontinence, uterine leiomyoma, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: discrepancy noted date of insertion (B)(6) 2013 as per pfs she received treatment for the following events pelvic/abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, fibromyalgia, psych injury, bladder problem, bladder infection, gi condition, fatigue, hormonal changes, and migraine. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2018: endocervical mucosa with a submucosal leiomyoma. Right ovary with benign cortical inclusion cyst. Left ovary with hemorrhagic corpus luteal cyst. Ultrasound pelvis - on (B)(6) 2018: uterus and ovaries appear normal. Left and right essures seen. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: depression, menorrhagia, pelvic pain, dyspareunia, hot flashes, dysmenorrhea and urinary leakage. Concerning the injuries reported in this case, the following ones were reported via social media-intervertebral disc protrusion, neuralgia, tinnitus, vitamin d deficiency, weight gain, bladder pain, dysuria, function kidney decreased, foot pain, hernia hiatus repair quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: social media received-new events mine was bulging 4mm into spine, severe nerve pain I left leg, ringing in my ears, vitamin d deficiency, I've gained 50 lbs, stabbing sensation when bladder is full, I have pain while urinating, low kidney function, foot pain, hiatal hernia surgery in 2017 were added. Outcome of hip pain updated to recovered / resolved. New reporter, medical history, treatment drugs were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), haemorrhagic ovarian cyst ('left ovary with hemorrhagic corpus luteal cyst') and post procedural haemorrhage ('bleed for a few hours after essure insertion procedure') in a 44-year-old female patient who had essure (batch no. B34599) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tooth disorder, fatigue, major depression and anxiety. On (B)(6) 2013, the patient had essure inserted. In september 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain: abdomen"), arthralgia ("pain: hip") and flank pain ("pain: left side"). In november 2013, the patient experienced fatigue ("fatigue"). In november 2014, the patient experienced migraine ("migraine/headaches") and fibromyalgia ("neurological conditions or problems - type: fibromyalgia"). In june 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia"), major depression ("mdd (major depressive disorder)"), anxiety ("anxiety") and depression ("depression"). In october 2015, the patient experienced tooth disorder ("dental problems"). In october 2016, the patient experienced gastrooesophageal reflux disease ("gerd"). In november 2017, the patient experienced hot flush ("hot flashes"). In may 2018, the patient experienced urinary incontinence ("bladder or urinary problems or changes: leakage"). On (B)(6) 2018, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant) and ovarian cyst ("right ovary with benign cortical inclusion cyst"), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), constipation ("constipation") and abdominal distension ("bloating") and was found to have hormone level abnormal ("hormonal changes") and uterine leiomyoma ("endocervical mucosa with submucosal leiomyoma"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, haemorrhagic ovarian cyst, post procedural haemorrhage, tooth disorder, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, urinary incontinence, hormone level abnormal, hot flush, migraine, fibromyalgia, major depression, anxiety, depression, uterine leiomyoma, ovarian cyst and arthralgia outcome was unknown, the vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain, abdominal distension and flank pain had resolved and the constipation was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, flank pain, gastrooesophageal reflux disease, haemorrhagic ovarian cyst, hormone level abnormal, hot flush, major depression, menorrhagia, migraine, ovarian cyst, pelvic pain, post procedural haemorrhage, tooth disorder, urinary incontinence, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: 21dec2018 , surgical pathology report revealed endocervical mucosa with a submucosal leiomyoma, negative for atypia or malignancy. Benign mid-secretory phase endometrium. Right ovary with benign cortical inclusion cyst. Left ovary with hemorrhagic corpus luteal cyst. Unremarkable bilateral fimbriated fallopian tubes. Negative for hyperplasia, atypia, dysplasia or malignancy. Gross description: there are essure coils identified in the proximal aspect of the tube lumen. The essure devices are in place with no obvious defects. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in december 2013: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: uterus and ovaries appear normal. Left and right essures seen. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: depression, menorrhagia, pelvic pain, dyspareunia, hot flashes, dysmenorrhea and urinary leakage". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), haemorrhagic ovarian cyst ('left ovary with hemorrhagic corpus luteal cyst') and post procedural haemorrhage ('bleed for a few hours after essure insertion procedure') in a (B)(6) female patient who had essure (batch no. B34599) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tooth disorder, fatigue, major depression and anxiety. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain: abdomen"), arthralgia ("pain: hip") and flank pain ("pain: left side"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced migraine ("migraine/headaches") and fibromyalgia ("neurological conditions or problems - type: fibromyalgia"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia"), major depression ("mdd (major depressive disorder)"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced gastrooesophageal reflux disease ("gerd"). In (B)(6) 2017, the patient experienced hot flush ("hot flashes"). In (B)(6) 2018, the patient experienced urinary incontinence ("bladder or urinary problems or changes: leakage"). On (B)(6) 2018, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant) and ovarian cyst ("right ovary with benign cortical inclusion cyst"), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), constipation ("constipation") and abdominal distension ("bloating") and was found to have hormone level abnormal ("hormonal changes") and uterine leiomyoma ("endocervical mucosa with submucosal leiomyoma"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, haemorrhagic ovarian cyst, post procedural haemorrhage, tooth disorder, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, urinary incontinence, hormone level abnormal, hot flush, migraine, fibromyalgia, major depression, anxiety, depression, uterine leiomyoma, ovarian cyst and arthralgia outcome was unknown, the vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain, abdominal distension and flank pain had resolved and the constipation was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, flank pain, gastrooesophageal reflux disease, haemorrhagic ovarian cyst, hormone level abnormal, hot flush, major depression, menorrhagia, migraine, ovarian cyst, pelvic pain, post procedural haemorrhage, tooth disorder, urinary incontinence, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2018 , surgical pathology report revealed endocervical mucosa with a submucosal leiomyoma, negative for atypia or malignancy. Benign mid-secretory phase endometrium. Right ovary with benign cortical inclusion cyst. Left ovary with hemorrhagic corpus luteal cyst. Unremarkable bilateral fimbriated fallopian tubes. Negative for hyperplasia, atypia, dysplasia or malignancy. Gross description: there are essure coils identified in the proximal aspect of the tube lumen. The essure devices are in place with no obvious defects. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: uterus and ovaries appear normal. Left and right essures seen. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: depression, menorrhagia, pelvic pain, dyspareunia, hot flashes, dysmenorrhea and urinary leakage". Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record received. The case was upgraded from other event to incident. Previously reported event¿ injury¿ was updated to more specified events¿ pelvic pain, abnormal bleeding (vaginal, menorrhagia), dental problems, dysmenorrhea (cramping), dyspareunia, fatigue, gerd (gastrooesophageal reflux disease); bladder or urinary problems or changes: leakage; hormonal changes, hot flashes, migraine/headaches, neurological conditions or problems - type: fibromyalgia, mdd (major depressive disorder), anxiety, depression, endocervical mucosa with submucosal leiomyoma, right ovary with benign cortical inclusion cyst; left ovary with hemorrhagic corpus luteal cyst; pain: abdomen; pain: hip, constipation, bloating, pain: left side and bleed for a few hours after essure insertion procedure¿. Reporter, demographics, medical history, lab data, essure indication amended, essure removal date; essure lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.